Event description:
Customer reported that back to back readings (obtained within 10 mins of each other) on customer's surestep meter were 115 and 5 mg/dl. No symptoms were reported. Customer did not have control solution to perform qc test. The meter was replaced. There was no allegation of harm.